Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy for noise in the ventricular fibrillation zone. The patient was not symptomatic. The lead was capped and replaced. The patient tolerated the procedure well.